Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed the valve was distorted, oval shaped and the stent posts were deflected. The leaflets were crowded and received in the closed position. All leaflets were flexible except where calcification was observed. Leaflet deterioration due to calcification was observed on the free margins of the left and right cusps, and leaflet abrasion on the non-coronary cusp against the bias cloth of the right stent post were identified. Extrinsic calcification was observed on the right cusp at inflow. All commissures exhibited tissue deterioration due to calcification. There was no evidence of commissure dehiscence. Pannus was observed on all leaflets, lining the base stitching extending into the inferior coaptive areas showing a reduced inflow orifice area. Pannus was also observed on the wall and onto the margin of attachment of the left cusp. Pannus appears to have been removed on the inflow and outflow during explant. Radiology showed calcification in the belly of the right cusp and on all commissure areas. Conclusion: with the limited information available, a relationship between the device and the reported dilation of the ascending aorta could not be established. Reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 11 months post implant of this 27mm bioprosthetic valve, the valve was removed and replaced with another manufacturers valve. The reason for replacement was reported as recurrent aortic stenosis, severe regurgitation and dilation of the ascending aorta. No additional adverse patient effects were reported.